Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that testing showed that all channels have the status hi. According to the pt's mother it may be due to an accident, as the child is very active and often falls. The pt is mentally handicapped. Former testings - more than a year ago - were completely unremarkable.